Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-20237]. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
No product was returned however the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.

Event description:
It was reported that a stop- no disposable alarm occurred. The settings were reviewed and the pump was turned off. The patient was advised to go to the clinic. No patient injury was reported.